Manufacturer narrative:
Trackwise: (B)(4). A lot history record review was completed for lots 3000382562, 3000366892, and 3000367440 the last 3 lots shipped to the account prior to the event/aware date.for the lot # 3000382562. There were no ncmrs, rework, or deviations documented for the lot shipped to the account. For lot #s 3000366892 and 3000367440. There were ncmrs , rework, or deviations documented for the 2 lot numbers shipped to the account.based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw ID#(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 jaws would not activate after connecting the cord. A new cord was tested, and the device still would not activate. The power supply and adaptor were not swapped out. The power was set to 3. A new device was opened to complete the case. There was a delay to test new cord and open a new one. There was no patient harm.